Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device has not been received for evaluation at this time and the investigation is on going. A follow up report will be provided after the inspection results are finished.